Event description:
Pt complained of a grinding noise in the operated hip. X-rays showed evidence of ceramic debris. Revision surgery was performed in 2005. Ceramic liner was found to be fractured into two main pieces. Ceramic liner and ceramic head were removed and replaced with a ploy liner and ceramic head. The metal shell was not replaced, although there was evidence of rubbing on the shell. Parts will not be returned to encore.